Event description:
Complainant alleged that the medics were responding to a twenty year old pt in a motor vehicle accident during a rain storm. The medics placed the device on the ground and began to monitor the pt using a multi-function cable and electrodes as they waited for the jaws of life to arrive on the scene and to extricate the pt from the vehicle. The complaint indicated that the device suddenly shut down. No error messages were displayed on the device screen. The device then came back on, but the medics felt it best not to use the device because of concern that water damage had occurred in the device. The pt subsequently expired, but the complaint indicated that the pt outcome was not a result of the reported malfunction.